Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 666- high mg/dl; due to pump requiring settings adjustments. Customer attempted to self treat via bolus via pump; however, was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.